Event description:
Madan, n., gilbert, c., awsare, b., baram, m., kommuri, a. Baclofen pump failure leading to severe and prolonged withdrawal. Critical care medicine. 2011;care med(-):257. Summary: baclofen withdrawal is a serious and potentially life threatening condition. It can vary from mild symptoms of sleepiness, diaphoresis and fatigue to severe symptoms of high fevers, seizures rhabdomyolysis, altered mental status and multiorgan failure. We report a case of severe prolonged withdrawal from recurrent baclofen pump failure in a patient with stiff- person syndrome (sps). Reported event: a (B)(6) woman with a history of sps was electively admitted for 5 days of intravenous immune globulin (ivig) therapy for her sps. At baseline she has spasms and rigidity for which she is on a continuous infusion of baclofen via a pump. Her exam was significant for an increase in tone and a decrease in power in upper and lower extremities. On day 4 she had worsening mental status, witnessed seizure and fever to 104. She was transferred to the intensive care,intubated for airway protection and started on antibiotics after sending cultures. Over the next couple of days she continued to have fevers to 106 f despite broad spectrum antibiotics and cultures being negative. Her creatine kinase was elevated to 45,000 iu/l. There was no reason to suspect neuroleptic malignant syndrome or serotonin syndromes. She had a history of failure of the baclofen pump in the past with mild withdrawal. A nuclear medicine scan to evaluate the baclofen pump showed lack of dye spread and blockage of the catheter and pump. She was started on benzodiazepines and oral doses of baclofen and underwent a revision surgery. Her post operative recovery was uneventful but prolonged requiring high doses of intravenous baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. It was not possible to match this event to any previously reported events. (B)(4).